Event description:
Lifescan received a report that a surestep meter would not power on. No adverse events have been reported. Meter has been replaced. Lifescan requested subject meter to be returned for investigation.